Event description:
Sysmex discovered seven lots of sim-220a manufactured between 3/3/09 and 3/26/09 that tested positive for a pseudomonas type species of bacteria. Lab manager discarded lots and sysmex replaced order.====================== manufacturer response for lab reagents, stromatolyser-im (sim-220a)======================manufacturer advised to discard remaining regeants and new lot sent.